Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the top edge of the seam of the cassette bag by the inlet, where leakage was observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation determined that the most likely cause of this condition was an error during the manufacturing process. Complaint information will continue to be monitored.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the cassette leaked heavily when filled. During the filling phase of the morphine pain cassette made at the pharmacy, it was noticed that the 50 ml medicine cartridge began to leak from the upper corner at the blue clip. The leak was heavy, and the medication drizzled from the soft inner bag. The cartridge was emptied of the medicinal solution afterwards and a new replacement cartridge was filled for delivery to the customer. According to the reporter the leakage was so big that they could not use the rest of the cassettes from the same lot. There was no patient involvement.